Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply and the interconnect cable, generator interface board, fluoro functions board, and the software were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system intermittently shut down. There was no patient injury or death reported.